Event description:
It was reported that the occlusion pressure alarm did not stop. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a the downstream occlusion sensor. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.